Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6: medical device problem code updated. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed to a faulty analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's CPR feedback was not functioning. Complainant indicated that there was no patient involvement at the time of the reported malfunction.